Event description:
New information received notes that the lead dislodged multiple times upon implant attempts.

Manufacturer narrative:
Correction: h5: field should not have been selected in prior report.

Manufacturer narrative:
The lead was returned due to lead dislodgement and unable to implant. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning of the lead, the helix was damaged during analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during implant, the lead used was noted to have an operation issue was not stable inside the patient. The lead was replaced successfully. No adverse patient consequences were reported.